Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced pain, dyspareunia, return of her stress urinary incontinence, and will probably need additional surgery. The physician's office was contacted; the physician's nurse stated patient consent is required to give out any information. No further information is available. Should additional relevant details become available, a supplemental report will be submitted.